Event description:
A technician reported the laser was not firing during calibration. No pts were present and no pts were harmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).